Event description:
It was reported to covidien on 12/23/2009 that a customer had an issue with defibrillation pads. The customer reports the defibrillation pads were used to revive pt during a code blue in response to a witnessed arrest. The customer reports pads would not connect into the defibrillation machine correctly (would not twist to lock). Customer reports a set of paddles were used and shocks were administered, but the pt was not revived.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.